Event description:
Index procedure was promoted by stable angina. During the index procedure three endeavor sprint drug eluting stents were implanted in the lad. Approximately 8 months post the index procedure the patient suffered a cerebral infarction. The patient was treated with medication and the outcome is reported as resolved. The investigator indicated that the event was not related to the study device.